Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (a tubal ligation due to complications). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded on right side company causality comment . Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device/ malposition of essure device location of device: left fallopian tube, migration of essure device location of device: left fallopian tube / location of device uterus") in a 35-year-old female patient who had essure (batch no. B82480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced pelvic pain ("pain"). On (B)(6) 2014, 3 months 21 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced alopecia ("hair loss"), migraine ("migraines") and headache ("headache"). The patient was treated with surgery (a tubal ligation due to complications). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, alopecia, migraine, headache, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, device expulsion, headache, migraine and pelvic pain to be related to essure. The reporter commented: healthcare provider resulted only one tube was correctly placed. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded on right; on (B)(6) 2014: unilateral occlusion (left tube occluded) (B)(6) 2014, hysterosalpingogram-the device that was noted on the left side of the pelvis was not in line with the left fallopian tube that had tilfing of the dye, during filling with the sinografin dye. This makes me believe that there was displacement during placement or thereafter of the left essure device. Therefore, this constitutes a failed essure sterilization. Laparoscopic tubal sterilization given that we can visualize the abdomen and look for this displaced essure device, which can then be removed from the abdomen. The patient agreed with this plan and she will follow up with me in clinic. She was taken to the recovery room in stable condition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: events- "hair loss, migraines, headache, depression, mental anguish" added, event "migration of the device/ malposition of essure device location of device: left fallopian tube, migration of essure device location of device: left fallopian tube " pt change to "device expulsion", reporter added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/ malposition of essure device location of device: left fallopian tube, migration of essure device location of device: left fallopian tube") in an adult female patient who had essure (batch no. B82480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (a tubal ligation due to complications). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: healthcare provider resulted only one tube was correctly placed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded on right (B)(6) 2014, hysterosalpingogram-the device that was noted on the left side of the pelvis was not in line with the left fallopian tube that had tilfing of the dye, during filling with the sinografin dye. This makes me believe that there was displacement during placement or thereafter of the left essure device. Therefore, this constitutes a failed essure sterilization. Laparoscopic tubal sterilization given that we can visualize the abdomen and look for this displaced essure device, which can then be removed from the abdomen. The patient agreed with this plan and she will follow up with me in clinic. She was taken to the recovery room in stable condition. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/ malposition of essure device location of device: left fallopian tube, migration of essure device location of device: left fallopian tube") in an adult female patient who had essure (batch no. B82480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (a tubal ligation due to complications). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: healthcare provider resulted only one tube was correctly placed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded on right (B)(6) 2014, hysterosalpingogram-the device that was noted on the left side of the pelvis was not in line with the left fallopian tube that had tilfing of the dye, during filling with the sinografin dye. This makes me believe that there was displacement during placement or thereafter of the left essure device. Therefore, this constitutes a failed essure sterilization. Laparoscopic tubal sterilization given that we can visualize the abdomen and look for this displaced essure device, which can then be removed from the abdomen. The patient agreed with this plan and she will follow up with me in clinic. She was taken to the recovery room in stable condition. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet-all relevant medical history, concurrent condition and concomitant medication added. Event device dislocation was added. On (B)(6) 2018: essure confirmation test and lot number added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device/ malposition of essure device location of device: left fallopian tube, migration of essure device location of device: left fallopian tube / location of device uterus") in a 35-year-old female patient who had essure (batch no. B82480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart rate abnormal and anemia. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced pelvic pain ("pain"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 21 days after insertion of essure. In (B)(6) 2014, the patient experienced alopecia ("hair loss"), migraine ("migraines") and headache ("headache"). The patient was treated with surgery (a tubal ligation due to complications, essure device also removed from abdominal cavity). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic pain, alopecia, migraine, headache, depression and anxiety had resolved. The reporter considered alopecia, anxiety, depression, device expulsion, headache, migraine and pelvic pain to be related to essure. The reporter commented: healthcare provider resulted only one tube was correctly placed. She did not claim that essure worsened a previously existing injury/condition. Patient was doing well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded on right; on (B)(6) 2014: results: unilateral occlusion (left tube occluded). Diagnostic results: (B)(6) 2014, hysterosalpingogram-the device that was noted on the left side of the pelvis was not in line with the left fallopian tube that had tilfing of the dye, during filling with the sinografin dye. This makes me believe that there was displacement during placement or thereafter of the left essure device. Therefore, this constitutes a failed essure sterilization. Laparoscopic tubal sterilization given that we can visualize the abdomen and look for this displaced essure device, which can then be removed from the abdomen. The patient agreed with this plan and she will follow up with me in clinic. She was taken to the recovery room in stable condition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: medical records received. Outcome of the events were updated as the patient was doing well. Patient's medical history was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('disrupted portion of coiled metal wire'), device dislocation ('displacement/ the essure device was noted to be adherent to the omentum in the left lower quadrant') and device expulsion ('migration of the device/ malposition of essure device location of device: left fallopian tube, migration of essure device location of device: left fallopian tube / location of device uterus') in a 35-year-old female patient who had essure (batch no. B82480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cardiac arrhythmia and anemia. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced pelvic pain ("pain"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 21 days after insertion of essure. In (B)(6) 2014, the patient experienced alopecia ("hair loss"), migraine ("migraines") and headache ("headache"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), urinary tract disorder ("urinary tract disorder") and bladder disorder ("bladder disorder"). The patient was treated with surgery (essure device removal and a tubal ligation due to complications, essure device also removed from abdominal cavity). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage and device dislocation outcome was unknown and the device expulsion, pelvic pain, alopecia, migraine, headache, depression, anxiety, genital haemorrhage, urinary tract disorder and bladder disorder had resolved. The reporter considered alopecia, anxiety, bladder disorder, depression, device breakage, device dislocation, device expulsion, genital haemorrhage, headache, migraine, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: healthcare provider resulted only one tube was correctly placed. She did not claim that essure worsened a previously existing injury/condition. Patient was doing well. Discrepancy noted: date(s) of removal: (B)(6) 2014. Trailing coils: right-3, left-0. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded on right; on (B)(6) 2014: results: unilateral occlusion (left tube occluded); on (B)(6) 2013: both tubes were patent and spillage was noted on both sides. The diameter that we had just seen slightly narrowed; however, there was spillage and therefore a positive patency test.; on (B)(6) 2014: the right device was noted and there was no spillage on the right side. The device that was noted on the left side of the pelvis was not in line with the left fallopian tube that had filling of the dye.. Diagnostic results: (B)(6) 2014, hysterosalpingogram-the device that was noted on the left side of the pelvis was not in line with the left fallopian tube that had tilfing of the dye, during filling with the sinografin dye. This makes me believe that there was displacement during placement or thereafter of the left essure device. Therefore, this constitutes a failed essure sterilization. Laparoscopic tubal sterilization given that we can visualize the abdomen and look for this displaced essure device, which can then be removed from the abdomen. The patient agreed with this plan and she will follow up with me in clinic. She was taken to the recovery room in stable condition. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, device dislocation. Batch no b82480 production date 2013-10-18 expiration date 2016-10-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('disrupted portion of coiled metal wire'), device dislocation ('displacement/ the essure device was noted to be adherent to the omentum in the left lower quadrant') and device expulsion ('migration of the device/ malposition of essure device location of device: left fallopian tube, migration of essure device location of device: left fallopian tube / location of device uterus') in a 35-year-old female patient who had essure (batch no. B82480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cardiac arrhythmia and anemia. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6)2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced pelvic pain ("pain"). On (B)(6)2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 21 days after insertion of essure. In (B)(6) 2014, the patient experienced alopecia ("hair loss"), migraine ("migraines") and headache ("headache"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), urinary tract disorder ("urinary tract disorder") and bladder disorder ("bladder disorder"). The patient was treated with surgery (essure device removal and a tubal ligation due to complications, essure device also removed from abdominal cavity). Essure was removed on (B)(6)2014. At the time of the report, the device breakage and device dislocation outcome was unknown and the device expulsion, pelvic pain, alopecia, migraine, headache, depression, anxiety, genital haemorrhage, urinary tract disorder and bladder disorder had resolved. The reporter considered alopecia, anxiety, bladder disorder, depression, device breakage, device dislocation, device expulsion, genital haemorrhage, headache, migraine, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: healthcare provider resulted only one tube was correctly placed. She did not claim that essure worsened a previously existing injury/condition. Patient was doing well. Discrepancy noted: date(s) of removal: (B)(6)2014. Trailing coils: right-3, left-0. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: results: essure device was successfully occluded on right; on (B)(6)2014: results: unilateral occlusion (left tube occluded); on (B)(6)2013: both tubes were patent and spillage was noted on both sides. The diameter that we had just seen slightly narrowed; however, there was spillage and therefore a positive patency test.; on (B)(6)2014: the right device was noted and there was no spillage on the right side. The device that was noted on the left side of the pelvis was not in line with the left fallopian tube that had filling of the dye.. Diagnostic results: (B)(6)2014, hysterosalpingogram-the device that was noted on the left side of the pelvis was not in line with the left fallopian tube that had tilfing of the dye, during filling with the sinografin dye. This makes me believe that there was displacement during placement or thereafter of the left essure device. Therefore, this constitutes a failed essure sterilization. Laparoscopic tubal sterilization given that we can visualize the abdomen and look for this displaced essure device, which can then be removed from the abdomen. The patient agreed with this plan and she will follow up with me in clinic. She was taken to the recovery room in stable condition. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: medical record received. Events added: disrupted portion of coiled metal wire, the essure device was noted to be adherent to the omentum in the left lower quadrante. Reporters information, rcc and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/ malposition of essure device location of device: left fallopian tube, migration of essure device location of device: left fallopian tube / location of device uterus') in a 35-year-old female patient who had essure (batch no. B82480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cardiac arrhythmia and anemia. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced pelvic pain ("pain"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 21 days after insertion of essure. In (B)(6) 2014, the patient experienced alopecia ("hair loss"), migraine ("migraines") and headache ("headache"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), urinary tract disorder ("urinary tract disorder") and bladder disorder ("bladder disorder"). The patient was treated with surgery (a tubal ligation due to complications, essure device also removed from abdominal cavity). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic pain, alopecia, migraine, headache, depression, anxiety, genital haemorrhage, urinary tract disorder and bladder disorder had resolved. The reporter considered alopecia, anxiety, bladder disorder, depression, device expulsion, genital haemorrhage, headache, migraine, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: healthcare provider resulted only one tube was correctly placed. She did not claim that essure worsened a previously existing injury/condition. Patient was doing well. Discrepancy noted: date(s) of removal: (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded on right; on (B)(6) 2014: results: unilateral occlusion (left tube occluded). Diagnostic results: (B)(6) 2014, hysterosalpingogram-the device that was noted on the left side of the pelvis was not in line with the left fallopian tube that had tilfing of the dye, during filling with the sinografin dye. This makes me believe that there was displacement during placement or thereafter of the left essure device. Therefore, this constitutes a failed essure sterilization. Laparoscopic tubal sterilization given that we can visualize the abdomen and look for this displaced essure device, which can then be removed from the abdomen. The patient agreed with this plan and she will follow up with me in clinic. She was taken to the recovery room in stable condition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : event added- genital bleeding, bladder and urinary tract disorder. Events outcome updated. Reporter added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.